Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
After brushing a couple of times the brush head comes loose [device breakage]; am sensing they might be fake- oral-b [suspected counterfeit product]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that after brushing a couple of times with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean came loose. The consumer stated that he or she had been using oral-b electric toothbrushes and brush heads for at least 15 years, and asserted that after a couple of weeks he or she sensed that these particular brush heads might be fake because they were not of the quality that the consumer was used to. No symptoms developed.

Manufacturer narrative:
A 09-sep-2016 product investigation results: reporter returned one toothbrush head on 20-jun-2016. Toothbrush head confirmed to be counterfeit.

Event description:
After brushing a couple of times the brush head comes loose [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that after brushing a couple of times with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean came loose. The consumer stated that he or she had been using oral-b electric toothbrushes and brush heads for at least 15 years, and asserted that after a couple of weeks he or she sensed that these particular brush heads might be fake because they were not of the quality that the consumer was used to. No symptoms developed.